Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Took half a tablet of corega (accidental device ingestion). Burned him a little bit (burning mouth). Case description: this case was reported by a other health professional via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega tablets) tablet for drug use for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria (B)(4) medically significant) and burning mouth. The action taken with corega tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and burning mouth were unknown. It was unknown if the reporter considered the accidental device ingestion and burning mouth to be related to corega tablets. This report is made by (B)(4) without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the reporter informed that the patient accidentally took half a tablet of corega, the cleaning tablets for the prosthesis, and it burned him a little bit.